Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, prolapsed posterior leaflet, and prolapsed anteriormitral valve leaflets (amvl). A mitraclip xtw was implanted without issues. The mr was reduced to trace. On (B)(6) 2023, the patient presented with shortness of breath. A transesophageal echocardiography (tee) was performed and revealed recurrent mr with grade 4, the previously implanted clip was stable, and that the dmr was caused by further degeneration of the mitral valve leaflets. On (B)(6) 2023, a secondary mitraclip procedure was performed. Fluoroscopy was performed and revealed that the mr increased to grade 4. That the previously implanted clip had opened from approximately 20 degrees to approximately 60 degrees. A mitraclip xt was implanted laterally to the previously implanted clip. The procedure was completed with one clip implanted. The mr was reduced to trace. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the supplied imaging, the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked cannot be determined. Recurrent mitral valve insufficiency/regurgitation appears to be due to further degeneration of the mitral valve leaflets and is therefore related to patient anatomy. Dyspnea appears to be a symptom of the recurrent mr. Mitral regurgitation and dyspnea, are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that "one fluoroscopic video of the reported device was provided. The video shows the fully deployed clip with no sgc or cds in view indicating the video was taken during a follow up some time after the initial procedure on (B)(6) 2023. It is unclear if the video was taken on (B)(6) 2023, when the recurrent mr was identified, or on (B)(6) 2023 during the second mitraclip procedure in which it was observed that the clip was open to 60°, per the reported incident details. The fluoro video provided captures an oblique view of the clip arms, making assessment difficult as the clip arm angle cannot be directly visualized. The clip arm angle appears to be ~35° - 45°. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it does appear the clip is opened slightly beyond the fully closed position per the instructions for use. However, it does not seem the clip is opened to 60°, as reported. No predeployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video provided."